Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). D9: device available for evaluation change ¿no' to 'yes.' It was reported that during implantation for tooth sites 16 and 17. The patient experienced pain and hemorrhagic bleeding on the patient¿s initial bandage. The site was grafted, and another implant was not placed. The doctor suspected drug addiction. The patient smoked and had type iii bone density. Zimvie received one (1) tsv6b10, (impl tapered scr-v sbm 6m m 5.7mm 10mm) and one (1) tsvwb11 (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. A visual evaluation was performed, there was debris on external threads. There was no damage, wear, or signs of malfunction that would contribute to the event. Measurement¿s match drawing, they were measured by using caliper (cal3845 due: (B)(6) 2023). This complaint refers to device tsv6b10. DHR review was completed for the subject lot number 1257341. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257341 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : pain.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per risk management file, the most likely root cause determined from the investigation was missing or confusing instructions for use, inadequate treatment planning or the clinician didn¿t follow recommended protocol for implant placement and final seating. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
The doctor reports that the patient presents with pain and hemorrhagic bleeding on the initial bandage. The doctor suspects drug addiction. The doctor confirms that the procedure was not concluded with the placement of another implants. The affected dental positions are #16 and #17.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification /k011028/k013227. H4: device manufacturer date unknown / not provided.